Event description:
It was reported that during a left renal angioplasty and stenting treatment procedure, balloon rewrap and removal difficulties were encountered. The customer reported that, the balloon was inflated and the stent deployed without problems. During balloon deflation, the physician withdrew the device as the balloon was deflating, but the balloon did not rewrap properly, when being withdrawn back into the 7fr guide catheter. Subsequently, the stent catheter began to stretch and the balloon damaged the tip of the guide catheter due to the rewrap issue. The balloon catheter was removed from the guide catheter, but significant damage occurred to the balloon and guide. The procedure was successful and the patient status was reported as "fine."